Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the tip lumen with exposed metal in 3 places. Initially, it was reported that during a ventricular tachycardia operation, high impedance displayed leading to the catheters failure to discharge. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed high impedance issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the bwi pal received the device for evaluation. Upon initial visual inspection, the bwi pal observed reddish-brown material on the polyurethane margin, approximately 3mm of the distal end of the tip dome. Additionally, 2 cm form the distal end of the tip dome, exposed metal was observed through the tip lumen in 3 places. The observed reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of exposed metal has been assessed as an MDR reportable malfunction as device integrity was compromised. The alert date has been rest to (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the tip lumen with exposed metal in 3 places. Initially, it was reported that during a ventricular tachycardia operation, high impedance displayed leading to the catheters failure to discharge. The investigational analysis completed on (B)(6)2019. The device was visually inspected and char was observed on the catheter tip. Additionally, metal was found exposed on the catheter tip. Electrical tests was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. The catheter was then tested on the generator. Both temperature and impedance values were observed within specifications. Irrigation tests was performed and found within specifications. The catheter was irrigating correctly and no irrigation issues were observed. Deflection testing was performed and the catheter failed. Thereafter, a failure analysis was performed. The catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. An internal investigation was created to investigate the t bar exposed metal on the tip and t bar slippage issue. The root cause of the damage on the catheter tip and the char cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the use of the device. However, this cannot be conclusively determined. Manufacture reference no: pc-000502039.